Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a sensor reading 'hi' (readings greater than 27.7 mmol/l) as compared to a reading of 6.9 mmol/l (124 mg/dl) on a competitor brand meter, and self-treated with insulin (dose/type unknown). The customer subsequently experienced unspecified symptoms of hypoglycemia, lost consciousness, and fell down. When she awoke, she was provided chocolate and bread by her mother. Additionally, a post-treatment reading of 7.6 mmol/l (137 mg/dl) was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a sensor reading 'hi' (eadings greater than 27.7 mmol/l) as compared to a reading of 6.9 mmol/l (124 mg/dl) on a competitor brand meter, and self-treated with insulin (dose/type unknown). The customer subsequently experienced unspecified symptoms of hypoglycemia, lost consciousness, and fell down. When she awoke, she was provided chocolate and bread by her mother. Additionally, a post-treatment reading of 7.6 mmol/l (137 mg/dl) was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.